Manufacturer narrative:
Patient age and weight provided.

Manufacturer narrative:
Device manufacturing date is dependent on lot number, therefore, unavailable. Following-up the medtronic representative reported that the instrument trackers do not appear to have any damage and the tips fit without issue. Part return requested. The tray was owned by a msb representative and no replacements required at this time. No parts were replaced. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that while in an open spinal fusion procedure, the tracker disc prep inserts would not slide into the navigation trackers. All colors and all inserts were attempted. There was a reported delay to the procedure of less than 1 hour due to this issue. Navigation of disc prep was aborted and the surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome.